Event description:
Procedure: vats. According to the reporter: surgery took place in (B)(6) 2012. Customer reports dehiscence of staple line lul pulmonary artery branches: urgent conversion to open thoracotomy and repair of pulmonary artery. Patient current status reported as recovered. The device is not being returned for evaluation; it was discarded by the customer.

Manufacturer narrative:
(B)(4).